Event description:
It was reported that during a da vinci-assisted pancreatectomy total surgical procedure, the medium-large clip applier instrument's clips did not stay in place properly/break. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.